Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had blank and white screen and flashes all the time and impossible to stop it. The customer¿s blood glucose was unknown at the time of incident. The customer also state that insulin pump switch on and off all the time with audio alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify missing segments/partial display and audio/vibrate anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. .